Event description:
It was reported that the patient underwent explant procedure due to numbness. The patient was doing well postoperatively. Explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on 21jun2026 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 821218 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI) #: (B)(4).